Event description:
It was reported that the patient had a valve and aortic restructuring a year ago, after which the right atrial (ra) lead no longer functioned. The lead was programmed off and remained in use until it was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.